Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube the samples were (1) clotting and (1) overfilled. There was no report of impact on the patient or user.

Manufacturer narrative:
(B)(6). H.6. Investigation summary: twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues relating to clotting were observed. Complaints for sample quality(clotting) are under statistical control for the month of february 2024. At this time, further testing is not indicated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of overfill and clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. A discard tube must be used when using a winged blood collection set for venipuncture - to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Blood collection tubes are designed to draw the appropriate volume to ensure a proper blood to additive ratio. An incorrect blood to additive ratio can lead to clotting. In addition, inadequate and or inappropriate mixing of anticoagulated tubes may result in platelet clumping, clotting and/or erroneous test results. Edta tubes require 8 to 10 gentle and complete inversions.